Event description:
It was reported by the customer that this event involved a male pt with a left basilic vein insertion. Nurse was called to access missing hub. Nurse did a routine in am and it was fine. Pt was transferred to another floor. It was reported hub/clamp was missing. Nurse immediately clamped line and repaired line using a bard repair kit; it was "successful". Pt. Had CT scan, but they did not inject through it. Catheter was infusing fine; however, staff planned to do an over the wire exchange as soon as possible. Sales representative spoke with clinical nurse specialist to discuss this with customer. It was agreed between both parties, that someone inadvertently cut/damaged catheter while transporting or moving pt. Pt. Is "safe", however, an investigation will be done.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.